Event description:
It was reported that the patient with this left ventricular (lv) lead experienced muscle stimulation. (B)(6) technical services (ts) recommended to reprogram the device settings. The device was reprogrammed and no additional adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).